Event description:
Baxter pump w/lidocaine IV set at 15cc/hr. Patient had hallicination & focal seizure. Pump turned off. During physician assessment, he turned pump on. Pump read lidocaine @ 120cc/hr. Turned back off. Lidocaine level drawn & = 8.4; toxic level 75.0. Patient had no residual effect.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.